Event description:
It was reported that pump malfunction occurred with non-resettable malfunction code and no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer used multiple daily injections, and although technical support initially planned pump replacement, pump was ultimately not replaced because it was out of warranty and no further outcome information was provided.